Event description:
Synthes (B)(4) reports customer requests repair on the battery reamer/drill. Sales consultant confirmed that the battery reamer/drill stopped running during tkp procedure. There was 12 minutes delay happened due to reported event. Spare device was used to complete the procedure. There was no medical intervention required. It has also delayed the next case in order to respect cleaning and sterilization process of the spare device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit runs intermittently. Evidence suggests this is due to usage wear over time. Placeholder.